Event description:
The patient called to report that they feel like something is poking them near their upper left chest near their pacemaker and is concerned of that the device could have come loose. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Any additional relevant information received will be added to the event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.